Event description:
It was reported that the pump had power/battery issues. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both seals were removed. Seal on the bottom of the back case came off and there's gap between top case and bottom case. Counterfeit super cap found on main printer circuit board. No visible contamination. The technician performed power up process and power point process. The reported issue was duplicate. The root cause of reported issue was found to be main board. Customer replaced super cap with counterfeit capacitor on main printed circuit (pc) board. Pump unable to upload software from base unit (interconnect board) to main board. Replaced main pc board, interconnect board and radio board. Perform power point process to upload software from base unit to main pc board. Power up device and all the functional tests passed.